Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was being monitored for recommended replacement time (rrt), however a carealert was received for end of service (eos) instead. The ICD currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert for charge circuit timeout occurred. The physician and patient chose to keep the device implanted past end of service (eos) due to the patient's current status. No patient complications have been reported as a result of this event.